Event description:
New information received notes that the right ventricular lead re-exhibited noise over-sensing. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.

Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was oversensing noise. No changes or intervention was reported. There were no patient consequences.